Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope angulation was locked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was found that the following led to the malfunction: the bending skeleton was broken causing no angulation. The most probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.